Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, a shaft break occurred. The physician unpacked the 3.00x32mm taxus liberte drug-eluting stent (des), and it was noticed that the distal part of the shaft was broken. The procedure was completed with another of the same device with no patient complications reported.

Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. The device was returned for analysis, and visual examination noted that only the proximal section of the delivery system was returned for analysis. The proximal section measured approximately 117.5cm in length. No damage was noted on the returned section. This type of damage is consistent with excessive force being applied to the delivery system. A review of the top assembly shop floor paperwork found that the device met its material, assembly, and product specifications. As per the directions for use, it is advised to take care when removing from the protective tubing. Failure to do so may cause damage to the device. The most probable root cause of this complaint can be attributed to handling damage.